Event description:
The tech alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The tech found the side rail e-ring is missing. The tech replaced the side rail e-ring to resolve the issue.